Event description:
It was reported that the ilet screen did not unlock despite the user sliding on the unlock control; video review indicated very rapid swiping, and the user also attempted a slower slide with no resolution. Symptoms included no adverse clinical effects, and blood glucose remained stable at 162 mg/dl. Outcomes included no alerts or alarms, no need for medical intervention, and no impact to therapy at the time of the call. Investigation included remote troubleshooting and user education, including guidance to connect the device to a charger and perform a restart using the sleep/wake button. Investigation of this case revealed a screen unresponsive event consistent with a potential touch input recognition issue; the device could not be restarted immediately due to lack of charger, and further assessment was contingent on user follow-up after attempting the restart. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device restart and replication of the issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.